Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. The patient was asleep and on the morning of (B)(6) 2023, the patient did not wake up. The husband then called the ambulance. The ambulance came and checked the patient's bg. The patient's bg was reading 0.2 mmol/l (confirmed by the reporter this value although it is outside of the bg meter range) while the cgm was reading 9.0 mmol/l. The paramedic treated the patient with IV glucose (glucose over canula), at that point the patient was still unconscious the paramedic then transported her to the hospital. The husband thinks the patient regained consciousness about 2 to 3 hours later. The husband does not remember the exact details. The husband does not know what patient was treated with while the patient was admitted to the hospital. The patient was hospitalized due to hypoglycemia and was released on (B)(6) 2023. At the time of the report the patient had recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the no data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to remove the following statement from the initial MDR as data was not available, "data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the"